Event description:
Procedure type: colectomy. Patient gender: unk. According to the reporter, the application and cutting was completed properly, however, upon removal of the instrument, it was noted that some staples were found on the tissue specimen (donut). The procedure subsequently was converted to laparotomy. No further information was provided.

Manufacturer narrative:
.